Manufacturer narrative:
At this time no conclusions can be made as to the bard/davol ventralex and the allegations of device failure by the attorney. The information provided alleges that the patient underwent two additional surgeries. It alleged, during the first surgery the mesh was explanted and is alleged to have "distortion of the mesh". The subsequent surgery is alleged for corrective measures, however, no medical records were provided and no sample was returned for evaluation. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010: the patient was admitted to undergo the repair of his umbilical hernia with mesh. It is alleged that at the time of the said surgery, the surgeon utilized and implanted a bard/davol ventralex hernia mesh, more specifically, a circular 4.3 centimeter in diameter bard/davol ventralex patch. On (B)(6) 2016: a robotic repair of recurrent incarcerated ventral incisional hernia was performed on the patient using a non-bard/davol covidien progrip laparoscopic self-fixating 15 cm x 10 cm mesh. It is alleged that the patient had a recurrent incarcerated ventral incisional hernia. On (B)(6) 2016: the cause of the incompletely-healed surgical wound was revealed during operative findings by his surgeon, which showed the distorted old bard/davol ventralex-appearing mesh. It is alleged that due to the distortion of the mesh, the old bard/davol ventralex mesh required removal, and was removed through invasive surgery using robotic excision. Approximately seven days later, the patient suffered severe pain in the navel area and was rushed to the emergency room. It is alleged that the patient had to undergo an additional corrective surgery as a result of his injuries caused by the bard/davol ventralex patch. The patient will be undergoing reconstructive hernia surgery in 2018 due to severe pain, deformities, and other symptoms and complications caused by the degradation and failure of the bard/davol ventralex patch.